Manufacturer narrative:
Intuitive surgical inc. (Isi) contacted the site and obtained additional information regarding this event. The procedure had been successfully completed with the erbe generator integrated in the robot. The patient was not injured. The site no longer has the patient's data.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed the system with nest pic activated to resolve the recognition problem. The system was tested and verified as ready for use. The complaint regarding e-100 not recognizing instruments was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, customer could not use the e100 generator as vessel sealer instrument was not recognized. The site connected vessel sealer on the integrated electrosurgical unit (iesu) and worked that way. The procedure was completed as planned with no patient injury and with a delay of 15 to 29 minutes. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.